Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, guidewire was unable to be inserted into the right ventricular (rv) lead. A new lead was used, and the procedure was completed successfully. The patient was stable with no consequences.